Event description:
A hospital in (B)(4) reported that condensation was observed in the inspiratory limb of an rt340 adult dual-heated with evaqua breathing circuit after 2 hours of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was returned to manufacturer and visually inspected. Results: the visual inspection revealed that the retainer of the breathing circuit was missing and that the heater wire was bunched. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the complaint breathing circuit was returned to the manufacturer with a missing retainer. The retainer holds the heater wires in position allowing the heater wires to be evenly distributed along the circuit. As the retainer was missing the heater wire was bunched causing the "dew condensation" reported by the customer. We are unable to determine why the retainer was missing. The heater wires of all rt340 breathing circuits are checked for bunching. If bunching is present, the breathing circuit is rejected. This suggests that the retainer clip went missing post production. Our user instructions that accompany this product states: "check that the heater wire is evenly distributed along the circuit and not bunched or kinked" "do not stretch or milk the tubing"